Event description:
Boston scientific received information that during a pre-discharge check one day post implant, this right atrial (ra) lead exhibited no sensing and loss of capture (loc). The physician felt that the lead had dislodged. The local field representative reported that the patient had an underlying rhythm, however, due to a do not resuscitate order, the physician elected to program the device to ventricular only therapy. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.